Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported patients' system was not providing effective therapy and diagnostics indicated both leads exhibited high impedances. As such, surgical intervention was undertaken wherein the leads were explanted and replaced with a paddle lead, thereby restoring effective therapy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.